Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was found the device was found in backup vvi mode. The device was reprogrammed back to original programming. The patient was comfortable and stable during the entire reprogramming process.